Event description:
It is reported by a mitek affiliate that mitek st rigidfix cross pins failed post-op. Revisitation surgery was necessary and it was discovered that there were 3 broken cross pin pieces and there was considerable cartilage damage.